Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the normal aging deterioration of the image processing circuit board, power supply circuit board or the lcd panel because five years and ten months had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image of the subject device was not displayed. The user replaced the subject device and completed procedure. There was no report of patient injury associated with the event.